Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: e1 - the reporter's name should have been (B)(6) rather than (B)(6). The reporter establishment name should have been (B)(6) rather than (B)(6). The reporter phone number should have been (B)(6) rather than (B)(6). The reporter city should have been farmington rather than greenville. The reporter address should have been 135 dowling way rather than 20 medical ridge dr. The reporter zip code should have been (B)(6) rather than (B)(6). The reporter state should have been connecticut rather than south carolina.correction: a4 - patient weight should have been 125 pounds instead of 150 pounds.

Event description:
Additional information indicates surgical intervention was undertaken on 09feb2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances. As a result, surgical intervention may be undertaken to address the issue.